Manufacturer narrative:
The field service rep determined the gear pump was not running at specification, and the reagent probe was not centered correctly over the cuvette. He adjusted the gear pump to specification and adjusted the reagent probe. Precision checks were run to verify analyzer performance.

Event description:
User stated they recovered low unbelievable creatinine results for three pt samples. Two examples of erroneous results were provided. Sample 1 initial result was 0.3 mg per dl, repeat result was 1.0 mg per dl. Sample 2 initial result was 0.5 mg per dl, repeat result was 1.9 mg per dl. No pt results were released and no pts were treated based on the results.